Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 120 units of insulin and the insulin gauge displayed a fill estimate of approximately 75 units. There was no reported impact to the customer's blood glucose level.